Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20mm long, eccentric, de novo target lesion was located in the mildly tortuous and non calcified mid left anterior descending artery. The 24mm x 4.00mm taxus¿ liberté¿ stent was advanced for direct stenting but was unable to cross the lesion. During an attempt to retract the device into an unspecified guide catheter, the stent was deformed. The whole system was removed together, however the stent was dislodged in the femoral artery. The physician was forced to deploy the stent in the iliac artery. The procedure was completed with another of the same device. No patient complications were noted and patient's status was stable.